Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this patient had an episode of ventricular fibrillation (vf) which took four shocks to successfully convert. It was noted that during defibrillation threshold (dft)at the time of implant, the patient was converted with a 40j shock. The patient was brought into the clinic for dft testing following the recent vf event and again was converted with a 40j shock and then had a type two break at 20j. The physician stated this is the second time this scenario has happened with a young person. The caller suspects that the patient slumps forward during a cardiac arrest and the shocks do not cover the same area of the heart and chest in that position versus the patient lying on their back during implant and clinic testing. A boston scientific technical services consultant further discussed the clinical observations with the caller. The physician decided to explant this subcutaneous system and it was replaced with a transvenous system. No additional adverse patient effects were reported.